Event description:
It was reported that a new ilet user experienced hyperglycemia, with the ilet displaying high and a confirmatory fingerstick of 392 mg/dl approximately two hours after a heavy meal for which a meal announcement was made. Symptoms included high blood glucose. Outcomes included user self-management at home without medical intervention. Investigation included phone-based troubleshooting and education regarding early-use adaptation, correction behavior, and infusion set function, including verification of no visible leaks or kinks, disconnecting and priming to confirm insulin drops at the tubing, and reconnection. Investigation of this case revealed no device malfunction was observed, with insulin delivery pathway verified at the tubing and the event considered consistent with early adaptation and postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.